Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One 3.0 'y' adapter was returned to kimberly-clark for analysis. A jagged break at the distal end of the 'y' adapter was visible on the returned device suggesting that a segment of the "y" adapter that connects to the breathing circuit broke. The broken piece of the "y" adapter was not returned. It is not known how long the device was in use when the reported event occurred. The directions for use caution "do not use for more than 24 hours." This reported event is currently being investigated. Review of reported complaints identified no additional reports involving a broken adapter for the lot referenced in this report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from distributor stating, " 'y' adapter breaks in use." No patient injury. Plastic tube breaks off and was stuck in the et tube, patient required emergency re-intubation. Patient is a pre-mature infant. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).